Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 20-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt tightness in their neck caused by the extension. The surgeon noted the extension was protruding from their neck and seemed tight. There were no factors that may have led or contributed to the issue. Revision surgery was performed to adjust the extension slack so it would not be so tight. Both extension ends were opened and scar tissue was loosened around the extension. The surgeon noted the extension seemed to be wrapped around the bottom of the generator, which would cause it to not have as much slack as it should. They also pulled more of the extension slack towards the head so the patient could move around with more slack. The issue was resolved.